Manufacturer narrative:
Visual assessment of the device shows the actuator is advanced to the needle tip. No ts or suture remain on the needle, but were returned. Examination of the t/suture construct showed t1 is bent, likely caused when pulled out of the patient¿s meniscus. The insertion needle is twisted and is bent on two planes. Device was functionally tested for proper actuator advancement and cycling. The device would not function properly due to the aforementioned damage. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. After the evaluation, the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(6). (B)(4

Event description:
It was reported that during a meniscal repair the second t anchor dislodged from the handle. No implants were left behind unsupported. A backup device was used to complete the procedure. There was no reported delay or patient injury.